Event description:
A patient sample with a previous history of anti-d, did not react with vra179 when tested on the provue. The same sample was tested with manual gel with the previous expired panel and reactivity (1-2+) was observed with all d positive cells. The same sample was then tested with manual gel using the current panel lot vra179. Cells 1, 3, and 4 reacted weak-1+ positive; cells 2 and 11 were negative.

Manufacturer narrative:
Ocd performed retained testing, a batch record review, and a complaint by lot review. All results were satisfactory. Customer returned panel and patient sample. Testing performed by ocd showed a weakly reacting antibody that required an increased incubation for reactivity to be observed. (B)(4).